Manufacturer narrative:
The blue sureform 60 reload was discarded by the customer and is not available for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. The sureform 60 stapler instrument used during the incident was returned to isi and evaluated. The instrument was found to have a firing failure(s) based on log review but was not replicated during in-house testing. The stapler instrument was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Additionally, the instrument was found to have multiple engagement failures based on log review and during in-house testing. The instrument was placed on the in-house system and failed engagement on 3 out of 4 attempts. They have binding between the main bushing and roll gear, likely causing the engagement failures. The instrument shaft was manually rotated and friction was observed. Based on investigation, the roll bushing is out of spec, which likely causes increased roll friction. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The reporter did not indicate which serial number sureform 60 stapler instrument was used first, therefore, a review of the advanced stapler logs for both instruments was performed. The review showed the first sureform 60 stapler (part#: 480460-9, lot #: l112210080636) was installed 4 times. The first install failed; the subsequent 3 installs engaged successfully and the user fired 3 reloads (1 blue, 1 white, 1 blue) as follows: the first clamp and firing (blue reload) was completed with no pauses for compression. On the 2nd install (white reload), there were 2 incomplete clamps with completion percentages of approximately 51% and 60% respectively with no firing attempted. On the 3rd install, the system failed to detect the reload color followed by the user manually selecting the blue reload via the surgeon side console (ssc) touchpad. The user then made a complete clamp which was followed by a firing failure at 86% completion. Max torque was measured at approximately 2 times normal and failed after a duration of approximately 61 seconds. The second sureform 60 stapler instrument (part#: 480460-9, lot#: l112210080637) was then installed on the system which again failed to detect the reload color; the blue reload was manually selected via the user interface on the surgeon side console (scc). The subsequent 6 installs engaged correctly, and the user successfully fired 6 reloads (4 blue, followed by 2 white). There was one pause for compression during firings 1, 5, and 6. All other firings were complete with no pauses for compression; there were no incomplete clamps or firing failures for this instrument. Based on the reported complaint and review of the instrument logs, it is likely that the first sureform 60 stapler instrument (part#: 480460-9, lot#: l112210080636) involved with a firing failure and a blue sureform 60 reload, is associated with incomplete staple line and malformed staples. The cause of the intra-operative event cannot be determined. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastric bypass (roux-en-y) procedure, an incomplete staple line and unformed staples were observed after a blue sureform 60 reload was fired with a sureform 60 stapler instrument on stomach tissue. As a result, the surgeon had to complete another staple line using a back-up sureform 60 stapler instrument.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, the sureform 60 stapler instrument misfired and did not deploy staples properly, resulting in bleeding and the surgeon had to re-do another staple line on a portion of the stomach. Intuitive surgical, inc. (Isi) contacted the site¿s robotics coordinator who reported being present during the gastric bypass procedure, and that the following information was discussed with the surgeon. It was clarified that a sureform 60 stapler instrument, installed with a blue sureform 60 reload, did fire, but the staple line was incomplete with unformed c-shaped staples. The target tissue was stomach tissue. It was reported that there was tissue tension during event. The customer was unable to recall if the event occurred during the second or third fire. There was some "minimal bleeding" that was stopped using cauterization. The estimated blood loss associated with the event is unknown. No blood transfusion was administered. Another staple line was then completed medially to the original line using a back-up sureform 60 stapler instrument. The robotics coordinator confirmed the patient was recovering as planned with no post-operative complications as of this report. Patient demographic information was requested and the initial reporter confirmed she was unable to provide.